Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("ill be in surgery getting e hell out") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), gingival disorder ("gum disease"), abdominal distension ("bloating") and headache ("headaches") and was found to have weight abnormal ("weight issues"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the back pain, alopecia, gingival disorder, weight abnormal, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, gingival disorder, headache and weight abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), gingival disorder ("gum disease"), abdominal distension ("bloating") and headache ("headaches") and was found to have weight abnormal ("weight issues"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the back pain, alopecia, gingival disorder, weight abnormal, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, gingival disorder, headache and weight abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events added: back pain, bloating, hair loss, weight issues, gum disease, headaches. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("ill be in surgery getting e hell out") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), gingival disorder ("gum disease"), abdominal distension ("bloating") and headache ("headaches") and was found to have weight abnormal ("weight issues"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the back pain, alopecia, gingival disorder, weight abnormal, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, gingival disorder, headache and weight abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events added: back pain, bloating, hair loss, weight issues, gum disease, headaches. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.